Manufacturer narrative:
A customer in the united states notified biomérieux of false resistant results for cap survey strain (d-08) when testing with the vitek 2 ast-gn83 cards. The alcaligenes faecalis ssp faecalis strain resulted in resistant mics >/= 128 for piperacillin/tazobactam (tzp). The expected result was susceptible. The customer submitted their strain for investigation. The customer's submitted strain and the biomerieux cap d-08 survey strains were subcultured on tsab agar, and identifications were confirmed as a. Faecalis ssp faecalis. Testing included ast-gn83 cards from a customer lot (6730703103) and a random lot (6730624203) as well as broth microdilution (bmd) as the reference method for tzp03n formulation on this card. 911727 (customer's d-08 strain): on the customer lot of ast-gn83 cards, an intermediate mic=64 was obtained and on the random lot a resistant mic >/= 128 was obtained. Bmd gave a susceptible mic </= 4, demonstrating a major error for the vitek 2. 911704 (biomérieux internal d-08 strain): both cards tested gave a resistant mic >/= 128. Bmd gave a susceptible mic </= 4, demonstrating a major error for the vitek 2. This investigation duplicated the customer's reported false resistance. This is an atypical survey strain.

Event description:
A customer in the united states notified biomérieux of false resistant results for cap survey strain (d-08) when testing with the vitek® 2 ast-gn83 test kit. The alcaligenes faecalis strain tested false resistant (mic >=128) for piperacillin/tazobactam using gn83 lot 6730703103. The expected result is susceptible. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.